Event description:
It was reported that the implant in tooth site #13 was also painful for 2-3 weeks. Also placed in 2012. #13 was very mobile but no suppuration. At emergency appointment #13 was deemed to become lost and no surgical intervention possible to save it. Per patient, implant #13 fell out on its own, at home, two days later. A new implant will be placed in tooth site #12.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. Zimvie did not receive one unknown zimmer implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review as per, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the implant at tooth site #13 lost integration. There was no suppuration on #13 implant was very mobile, no surgical intervention is possible to save it. The implant fell out on its own on (B)(6) 2024. The implant was replaced at tooth site #12.

Manufacturer narrative:
Zimvie complaint (B)(4). After additional information was received on mar 21, 2025, it was determined that the implant failed due to loss of integration. As a result, the prior submission for MFR-0002023141-2024-03287 submitted on october 16, 2024, is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.